Event description:
The initial reporter questioned high results for multiple patients' samples tested for lithium assay on a cobas 6000 c501 module. Discrepant results were provided for 2 patients' samples. Sample 1: initial result of 6.72 mmol/l with a data flag. Repeat result: 0.61 mmol/l. Sample 2: initial result: 1.94 mmol/l. 1st repeat result: 0.57 mmol/l 2nd repeat result: 0.66 mmol/l. For the samples, it was asked if any questionable results were reported outside of the laboratory but this information was not provided. The lithium reagent lot number and expiration date were not provided. Calibration and qc were performed and they were acceptable.

Manufacturer narrative:
The field service engineer (fse) performed the preventive maintenance and confirmed all rinse adjustments. The fse did instrument check and verified that it is performing within specifications. Reagent issues were excluded as no further problems occurred and correct rerun was performed with the same reagent. Calibration was performed and was acceptable. The investigation determined that the root cause of the event was consistent with a maintenance issue.